Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.0 cm diameter thoracoabdominal aortic aneurysm. It was reported that the patient had a snorkel placed in the superior mesenteric artery (sma) and both the renal arteries. It was noted that the stent graft technically deployed without any complications. A post angiogram showed a type ia endoleak coming from the gutters of the snorkeled arteries. The patient was reportedly not going to receive any further treatment. It was noted that the issue had not resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).